Manufacturer narrative:
The pt's symptoms had resolved at the time this event was reported to merz aesthetics. Dr (B)(6) requested info about the composition of radiesse and requested a sample for allergy skin testing. Dr (B)(6) plans to test the pt for radiesse allergy starting on (B)(6). A f/u report is expected, with results from the radiesse allergy testing. Since dr (B)(6) was not the radiesse injector, the injection details are not available, i.e. Radiesse lot number, amount injected, areas injected or injection date.

Event description:
A (B)(6) female pt had been injected with radiesse dermal filler; facial areas not identified and date of injection is unk, but occurred in 2011. At 7 days post injection, the pt developed severe facial edema. The pt was hospitalized for one week, treated with antibiotics, and the edema resolved. Treating physician, dr (B)(6), indicated that he feels this pt had an allergic reaction, not cellulitis as how she had been treated. The pt did have a fever (afebrile) and had a normal white blood cell count. Dr (B)(6) requested info about the composition of radiesse; which was provided to him on (B)(6) 2011.